Manufacturer narrative:
Product event summary: the 2af284 balloon catheter with lot number 11912 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used (no applications performed). The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the infla tion, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow values were in range and the temperature curve had no oscillations or overshoots. During device compatibility inspection (ball oon catheter insertion into the sheath), the outer balloon distal bond diameter was measured to be 0.1670 inches, which was out of specification. Deflection testing (lever pushed to the forward and backward positions) was performed and the shaft reacted as initially intended. No kinks were identified on the shaft and after dissection and the pull wires were also intact. In conclusion, the reported "air ingress during aspiration" and "balloon shape" issues were not observed/reproduced with the returned balloon catheter the balloon catheter failed the returned product inspection due to the outer balloon distal joint od being out of specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID: 2af284, product type: balloon catheter; product ID: 4fc12, product type: sheath; product ID: 4fc12, product type: sheath; product ID: 4fc12, product type: sheath product event summary: clinical data was returned and analyzed. Two image files were received. The first image file showed two balloon catheters and three sheaths with their dilators (one dilator was introduced into the sheath) on the table. Serial numbers of the products were unable to be verified through the image. The second image file showed two tips of balloon catheters, comparing to each other. One of the tips was visually thicker than the second one presented on the image. Serial numbers of the products are unable to be verified through the image. In conclusion, the reported issue of "air ingress" could not be confirmed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter and sheath were unable to be flushed and blood could not be drawn out. Pushing and pulling was attempted without resolution. The sheath and balloon catheter were replaced without resolution. The sheath was replaced again without resolution. When the balloon catheter was removed from the sheath, air was drawn in. The case was switched to another manufacturer's balloon catheter. The case was completed with cryo. Following the procedure, the issues persisted during testing. A demo balloon catheter was inserted into the sheaths used during the procedure and flushing was able to occur. The first two balloons used in the procedure were noted to have thicker tips than the demo catheter, causing issues with the sheaths. No patient complications have been reported as a result of this event.